Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported single leaflet device attachment (slda) appears to be related to procedural condition. The reported poor image resolution was due to imaging difficulty. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda)requiring two additional clips for stabilization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The patient had a pre-existing torn chord on a2/p2. The clip delivery system (cds) (cds0701-xtw, 10115u224) was advanced to the mitral valve and the clip was placed in the middle; however, there was difficulty imaging. There was good a grasp, the tissue bridged, and there was about a 70% mr reduction. Leaflet insertion was confirmed, and the clip was deployed and stable post-deployment. A second cds (cds0701-xt, 10107u178) was advanced to the lateral side of the first clip to further reduce the mr, but when grasping with the second clip, the first clip detached from the posterior leaflet and remained attached to the anterior leaflet, causing a single leaflet device attachment (slda). The xt clip was able to be implanted medial to the xtw clip to secure the slda. Another clip (cds0701-xt, 10107u177) was deployed lateral to the side of the slda clip. Three clips implanted, reducing mr to 1. No additional information was provided.